Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the clinical data file was provided. A review of the provided clinical data file indicated that the problem was likely due to poor coupling to the patient's skin. The log showed that when all criteria was met, the device was able to deliver a shock. The device log did not reveal any evidence of a device malfunction. It is noteworthy to mention the device, multi-function cable, or electrode pads were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old-male patient the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.